Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the system log did not cover the complaint date. The level log for (B)(4) did log some alert and alarm uncoupled events on (B)(6) 2017. When the level detection is turned on, this will cause a level not attached alert. The alert is 3 tones as reported. During laboratory analysis, the product surveillance technician (pst) observed the level module to function normally during evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) replaced the level sensor module. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit had an audible alarm with three beeps. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2017, during the bypass procedure the team heard three beeps of unknown origin and received no known message on the central control monitor (ccm). The logs were not conclusive of a level module alert or alarm or level not attached message. The field service representative (fsr) replaced the level module. The certified clinical perfusionist (ccp) noted that in the past when this has occurred he has gone to the auxiliary tab to look at the previous alarms, and he did not recall seeing that it was a level not attached alert, or a true alarm or alert notification. The customer agreed to follow-up with time of occurrence if this issue occurs again so we can confirm. The ccp stated that on the (B)(6) 2017 case there was nothing unusual that would have caused a beep - level was appropriate. The incident did not delay the surgical procedure, there was no harm, nor blood loss associated with the event.